Manufacturer narrative:
Results code - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and dried contrast on the entire length of the hypotube and blood in the guide wire lumen. The stent implant was returned dislodged. There were three stretched struts in the first row at the distal end of the stent implant. The second row up to the seventh row at the distal end, and first row up to the seventh row at the proximal end of the stent implant was crushed. The middle portion of the stent implant was bent. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned product. It was repotted that the 3.5x23mm promus stent dislodged inside the body, but was retrieved successfully. The case was completed with another product, with no pt complications. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Quality assurance analysis noted blood and dried contrast on the entire length of the hypotube and blood in the guide wire lumen. This is consistent with handling and suggests the sds was at least partially loaded onto the guide wire. It was confirmed that the stent implant was returned dislodged from the balloon. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent was stretched, crushed, and had bent struts, although, this damage was not observed during inspection prior to use and thus, may have occurred during or after use, or possibly as a result of packaging and shipment back to abbott vascular for analysis. To ensure stent dislodgment and stent damage are not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this instance, there are no indications of a product quality deficiency, although, a definitive cause for the stent damage and stent dislodgement cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Device issue: dislodged stent. It was reported that the promus stent dislodged inside the body, but was retrieved successfully (method unk). The case was completed with another device. There were no pt complications. No additional event or pt information is available. Your are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as it brand label of abbott vascular's drug eluting stent.